Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement issues. Patient experienced left sided pain. This lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement issues. Patient experienced left sided pain. This lead was revised and remains in service. Additional information received indicates the patient reported that after the device implant, the patient felt the device went off and hit him, the physician advised to get into the hospital, the device was pulsating and it felt like shocking heart. Then, the rv lead was repositioned and remains in service. As this is a brady lead, evidence suggests what the patient felt was brady pacing being delivered when not required due to the dislodgement issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product is not returned as it is still in service. Patient code 3191 captures the reportable event of surgery.